Event description:
The conmed pencil remained on even when the button was not depressed. This happened two different times with the same doctor and different conmed pencils. Only one conmed pencil was saved. Refer to MFR report #1720159-2000-00036 and #1720159-2000-00037.